Manufacturer narrative:
Cervical canal was not adequately dilated prior to device insertion. Under-dilation to 16fr-18fr (6 mm) is less than 7 mm as indicated in the minerva operator's manual and potentially contributed to malposition of the device deep in the fundal myometrium but without a full thickness perforation at the time of the uit, which in turn allowed it to pass. However, the remainder of the myometrium was likely ablated, creating a perforation with the resultant unintended thermal effect to the sigmoid colon. The device used in this case was not returned. A device history record review of the handpiece was not performed because the lot number of the handpiece was unknown. All handpieces are released meeting all qa specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the minerva endometrial ablation system operator's manual and instructions for use, including the statements: section 6.0 of the minerva endometrial ablation system operator's manual indicates: if the minerva disposable handpiece is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. Forcibly advancing the minerva disposable handpiece against resistance is likely to increase the risk of perforation or creation of a false passage. Sufficient dilation is required for safe insertion. Section 6.1 of the minerva endometrial ablation system operator's manual indicates: although designed to detect a perforation of the uterine wall, the uterine integrity test is an indicator and it might not detect all perforations. Clinical judgement must always be used. Section 7.2 of the minerva endometrial ablation system operator's manual indicates: as with all endometrial ablation procedures, serious injury or death can occur, including but not limited to thermal injury to adjacent tissue, including bowel, bladder, cervix, vagina, vulva and/or perineum. The relationship between the device and the reported adverse event could not be established.

Event description:
Dr. Reported that on (B)(6) 2020 a minerva procedure was conducted in a (B)(6) years old, high bmi, patient suffering from aub (e). Pre-operative hysteroscopy was performed, and the cavity appeared to be without pathology but small and relatively narrow. The patient sounded to 7-cm, cervix was measured to 3-cm and the cavity was calculated to be at 4-cm. Pratt cervical dilators were used to dilate to 16fr or 18fr (max 6 mm), exact value unknown. Uit was initiated and passed on the first attempt, which was followed by a 2-min ablation cycle. Upon completion, the device was unlocked and removed. Post-ablation hysteroscopy was performed, and a fundal uterine perforation was observed. Exploratory laparotomy was performed. Fundal perforation was confirmed. Sigmoid colon had evidence of thermal damage. Subtotal hysterectomy and bowel resection with end-to-end anastomosis were performed. The patient recovered and discharged.